Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-11120. It was reported the pt lost adequate coverage and began receiving stimulation in unintended areas after being in a motor vehicle accident. X-rays revealed both of the pt's leads had migrated. As a result, the pt's leads were explanted and replaced. The pt's lead were explanted and replaced. The pt's ipg was also explanted and replaced (reference MFR report#: 1627487-2012-12531). Surgical intervention resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.